Manufacturer narrative:
Concomitant products: 5076-45, lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was noted on the right ventricular (rv) lead. During laser lead extraction, a possible insulation issue was noted and the distal portion of the lead broke and remained in the right ventricle. The lead was replaced. No patient complications have been reported as a result of this event.